Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the motors are lurching when the joystick is in drive mode.